Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 121 mg/dl. Customer continued to use the existing cartridge for insulin delivery. Additionally, customer experienced resistance while filling a cartridge. Customer did not practice proper air removal technique.